Manufacturer narrative:
The 26mm certitude delivery system was returned fully inserted through the loader and partially inserted through the sheath. During visual inspection, the balloon was inside the sheath housing. The balloon remains pleated and folded with the valve not present on the balloon. The steering tube was slightly bent. Compression on the distal end of the steering tube was noted and the valve was stuck at the proximal end of the sheath shaft. No other abnormalities were observed. The delivery system and valve were initially unable to be advanced through the sheath. The valve was returned off the balloon, stuck inside the sheath. Due to the condition of the device return, no relevant functional testing was able to be performed. The event was confirmed through visual inspection. Due to the nature of the complaint, dimensional inspection could not be performed. A DHR review was performed and did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A review of lot history revealed no additional insertion difficulty complaints. A review of complaint history on confirmed device complaints from december 2019 to november 2020 was performed. The complaints were reviewed based on similar reported events and associated root cause/evaluation codes. Based on the complaint history review, procedural factors, such as improper device flushing and/or wetting and/or improper crimping were identified as potential root causes. The IFU, device preparation manual, and procedural training manual were reviewed for necessary steps for preparation and use of the certitude delivery system. During transapical approach, confirm the tee guidewire is free of the mitral valve apparatus before proceeding with edwards certitude introducer sheath insertion. An increase in mr or decrease in mitral leaflet mobility suggests wire entanglement in the mitral subvalvular apparatus. If entanglement is suspected the guidewire should be pulled back to the lv, then redirected. Reinsert guidewire, checking again for wire entanglement. Increased resistance during tracking of the delivery system may indicate mitral valve apparatus entanglement. Advance delivery system over guidewire. Engage loader fully into sheath until the loader clicks. Advance the thv past the hemostatic valves of the sheath into the larger proximal end of the sheath. Placement of the crimped thv in the larger diameter proximal portion of the sheath will allow for easier de-airing of the loader. Make sure to keep a firm grip on the sheath for support while engaging the loader. De-air loader. Tap lightly on the sheath housing to release air bubbles (do not use metal instrument). Lightly depress the single button valve on loader to de-air. Advance the thv and delivery system through the sheath into the native valve. Use pigtail to identify the level of the aortic annulus. Resistance during tracking, prior to reaching native annulus, may indicate entanglement in mitral chordae. High push force through the sheath may be experienced. Use short movements when advancing delivery system. No IFU/training manual deficiencies were identified. During manufacturing of the certitude delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The insertion difficulty was confirmed based on the returned devices. A review of DHR, lot history and complaint history and manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported, ¿operator couldn´t get forward with the delivery system through the sheath¿. Since the valve was returned stuck in the proximal sheath, it is likely that the valve exited the loader and met resistance while in the shaft. Procedural factors such as improper device flushing or improper valve crimping can contribute to resistance with the delivery system upon delivery system insertion. If the devices are not fully flushed or wetted, friction between devices may result during device insertion. Additionally, if the valve is insufficiently crimped properly, the valve profile may be larger than normal, leading to resistance during delivery system advancement through sheath. However, follow-up information showed that the valve was well crimped. Available information suggests that procedural factors (improper device flushing) may have contributed to the complaint event. A definite root cause cannot be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. Additionally, since no product non-conformance's or IFU/training deficiencies were identified during evaluation, a pra escalation is not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during the implant of a 26mm sapien 3 valve by transapical approach the operator couldn't move forward with the delivery system through the sheath. The interventricular septum was injured during the maneuver. The procedure was cancelled, and the patient was converted to surgery. The patient stable.